Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to first press the button correctly, which did not resolve the issue, and then to plug the pump into a known working power source. This successfully turned the pump on, displaying the welcome message screen. There was no acknowledgement from the caller that the shutdown was due to not charging, and no prior ¿battery charge start¿ entry was confirmed before the shutdown.